Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. The patient is making a claim for an adverse patient outcome against the perfix plug. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. The patient is making a claim for an adverse patient outcome against the perfix plug. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with right femoral hernia thereby underwent open repair with the implant of perfix plug. Per operative notes, ¿the hernia sac was identified and dissected free from the surrounding tissue. A perfix plug was secured with sutures.¿ (B)(6) 2017 - patient was diagnosed with recurrent right inguinal hernia thereby underwent laparoscopic repair with explant of perfix plug and implant of mesh. Per operative notes, ¿the indirect inguinal hernia was reduced and a large piece of mesh was placed and stapled to pubic tubercle. The previous mesh was protruding from the fascia and the entire meshoma was removed.¿ (note: the mesh implanted in this procedure was unknown) attorney alleges that the patient had adhesions, bowel obstruction, mesh migration, nerve damage, infection, pain, hernia recurrence, other organ perforation(s) and emotional injuries. It was also alleged that the patient had additional surgery, calcification/hardening of mesh, meshoma/balling, numbness and decreased libido.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information provided, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 5 years 8 months post implant of perfix plug, patient was diagnosed with hernia recurrence, pain, mesh deformation and mesh protrusion thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists hernia recurrence and pain as possible complications. Review of manufacturing records confirms product was manufactured to specification. Note, the manufacturing date (15-jun-2010) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.